Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, but grommet damage noted.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead at the time of generator change. The set screw and pins were checked and at the end of the case all measurements were fine. When the patient came in for follow-up, the rv lead impedance was greater than 3000 ohms and pacing threshold had increased. During exploration, all measurements thru the analyzer were negative, but rv lead impedance is greater than 3000 ohms thru the device. The measurements thru the analyzer were repeated and again was negative. A second measurement thru the device was negative. The physician decided to replace the device due to concerns about the header or connector. No patient complications were reported as a result of this event.